Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in 2009. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth fracture ("one I got pulled out the others still in but break"). The patient was treated with surgery (essure removal). Essure was removed in 2009. At the time of the report, the medical device removal and tooth fracture outcome was unknown. The reporter considered medical device removal and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events added: one I got pulled out the others still in but break. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth fracture ("one I got pulled out the others still in but break/tooth broke off"). The patient was treated with surgery (essure removal). Essure was removed in 2009. At the time of the report, the medical device removal and tooth fracture outcome was unknown. The reporter considered medical device removal and tooth fracture to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("surgery") in a 48 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 5021 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). An unknown time later she experienced tooth fracture ("one I got pulled out the others still in but break/tooth broke off"). The patient was treated with surgery (essure removal) and tooth extraction. At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal and tooth fracture to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, patient date of birth, product indication, start and stop dates added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth fracture ("one I got pulled out the others still in but break/tooth broke off"). The patient was treated with surgery (essure removal). Essure was removed in 2009. At the time of the report, the medical device removal and tooth fracture outcome was unknown. The reporter considered medical device removal and tooth fracture to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("surgery") in a 48 year-old female patient who had essure inserted (lot no. 627748) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometrial ablation in 2009 and irregular periods, parity 2 (gravida: 2 term: 2 living: 2), gravida ii, myoma, smoker, vaginal delivery, menometrorrhagia and pelvic pain. Previously administered products included: dextroamphetamine hydrochloride, dextroamphetamine hydrochloride and tizanidine. The patient had a family history of diabetes mellitus. On (B)(6)2009, the patient had essure inserted. On (B)(6)2022, 5033 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time she experienced tooth fracture ("one I got pulled out the others still in but break/tooth broke off"). The patient was treated with surgery (laparoscopic bilateral salpingectomy,) and teeth extraction. At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal and tooth fracture to be related to essure administration. The reporter commented: discrepancy noted : removal date as per argus (B)(6)2022 as per mr (B)(6)2022. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6)2022: final diagnosis: fallopian tubes, bilateral, salpingectomies: two benign fallopian tubes, seen in full cross section with unremarkable fimbriae, with grossly identified foreign bodies consistent with essure coils. Gross description: within the lumen of the proximal end there is a silver metallic device, consistent with an essure coil. The most recent follow-up information incorporated above includes data received on: (B)(6)-2023: mr received :lot number added, reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth fracture ("one I got pulled out the others still in but break"). The patient was treated with surgery (essure removal). Essure was removed in 2009. At the time of the report, the medical device removal and tooth fracture outcome was unknown. The reporter considered medical device removal and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("surgery") in a 48 year-old female patient who had essure inserted (lot no. 627748) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometrial ablation in 2009 and irregular periods, parity 2 (gravida: 2 term: 2 living: 2), gravida ii, myoma, smoker, vaginal delivery, menometrorrhagia and pelvic pain. Previously administered products included: dextroamphetamine hydrochloride, dextroamphetamine hydrochloride and tizanidine. The patient had a family history of diabetes mellitus. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 5033 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On unknown date she experienced tooth fracture ("one I got pulled out the others still in but break/tooth broke off"). The patient was treated with surgery (laparoscopic bilateral salpingectomy,) and teeth extraction. At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal and tooth fracture to be related to essure administration. The reporter commented: discrepancy noted : removal date. As per argus 01-oct-2022, as per mr 13-oct-2022. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis: fallopian tubes, bilateral, salpingectomies: two benign fallopian tubes, seen in full cross section with unremarkable fimbriae, with grossly identified foreign bodies consistent with essure coils. Gross description: within the lumen of the proximal end there is a silver metallic device, consistent with an essure coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: update of quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.